Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing a no delivery. The customer's blood glucose was unknown. Customer stated the alarm occurred during manual prime. Customer reported it was resolved with a reservoir change. The customer was advised to call back when she receives an alert on her pump.